Event description:
It was reported that when the pulse generator was interrogated the message - data not read - for battery data was received. When the device was reprogrammed to vvi data was 2.69 v 13 ua, 3.9 kohms in vvi and then communication was lost, another programmer was used with the same results. The device could not be reprogrammed to vvir, the patient was feeling dizzy. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator in backup operation, the device lost telemetry due to an integrated circuit anomaly. After replacing the circuit component, the device functioned normally.